Event description:
Pt had aicd implanted in 2005. Pt back to cath lab the following day for device check. T-wave shock converted pt to v-fib. Internal device did not shock pt. External shock and CPR required. Pt converted back to normal sinus rhythm after external shock delivered. Battery reported to be depleted. Device will be returned to MFR soon but has not been returned as of date of report.